Event description:
This is filed to report tissue damage and a gripper actuation issue. A patient presented with grade 4+ mixed mitral regurgitation (mr), mitral annular calcification (mac), calcified leaflets, short viable/ noncalcified restricted posterior leaflet, thin and granular leaflets, a rotated heart, and a history of sternotomy for atrial septal aneurism repair. During a mitraclip procedure with an nt, it was noted that shadowing due a rotated heart made imaging challenging. There was potential tissue damage of the posterior mitral leaflet (pml). This could not be confirmed, but there was more mr after the first clip was placed. Additionally the grippers were not visualized lowering or raising when the gripper lever was dropped. Gripper orientation was successful. The lock lever was pulled past the blue line for troubleshooting, and the grippers were cycled 2-4 times prior to identifying the issue. A second clip replaced the first clip, and was implanted to reduce the regurgitant jet. The mr was reduced to grade 2+. It was noted that the procedure time was long, but did not result in serious patient harm. There was no adverse patient sequelae or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. Based on the available information and without the return device to analyze, the cause of the reported inability to move the gripper cannot be determined. The cause of the reported potential tissue injury cannot be determined. The cause of the reported image resolution poor is due to patient anatomy. The reported effect of tissue injury is listed in the instructions for use (IFU), and is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.